Event description:
It was reported that the ilet charger was damaged from wear and tear, resulting in a charging problem with the device¿s power source, and a replacement charger was arranged. Customer care provided support that included communication with the user. Investigation of this case revealed a power source problem traced to the battery charger component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was component failure.